Event description:
When the anchor was placed in the patient, using the tap, it broke in half. The broken implant remains in the patient. Another anchor was placed on the patient.

Manufacturer narrative:
The device has not been received for evaluation at this time. (B)(4).